Event description:
It was reported that during a diagnostic laparoscopy procedure, the device broke off in the patient. The tip was retrieved intra-operatively. There was no reported patient consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. Device showed no signs of stress or scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activation, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure".